Event description:
It was reported that customer experienced fast battery depletion that led to pump turning off, but no specific date or timeframe for the event was provided. There was no reported impact to the customer¿s blood glucose level. Customer reported issue to support team, declined further follow up, and technical support was unable to confirm battery depletion allegation or take additional actions due to lack of information.